Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient has experienced recurring insulin flow blocked alarm event on (B)(6)2026. The patient experienced high blood glucose (200mg/dl) for more than four hours and got treated with manual bolus. No further information available.